Event description:
Disposable light handle cover in sterile prepackaged container within a disposable surgical supply pack. The scrub nurse peeled open the light handle cover package and immediately discovered a black hair inside the container. Opened light handle cover and container was not placed on sterile field. Light handle cover and packaging discarded. No contamination or patient exposure.